Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had unexplained high blood glucose and ketoacidosis. Customer stated that he was taken to the emergency room and was hospitalized. The blood glucose reading was 899 mg/dl. Customer stated that he was having problems with his insulin pump it was alarming motor error and no delivery during bolus. Nothing further was reported.